Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (15mg/ml, 2.20mg/day) in an implantable pump for spinal pain. The patient was not receiving therapeutic relief. The pump and catheter were scheduled to be replaced on (B)(6) 2016. The low reservoir volume was currently set to 0.8ml and the hcp wanted to know if the pump was going to alarm. The hcp had been managing the patient with oral medications since performed studies could not determine where the medication was going (dye study in (B)(6) 2016). The hcp was going to speak with the physician to discuss options. It was noted the patient was recently transferred to the hcp. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the health care provider (hcp). The pump was revised in 2013, as it ¿never worked.¿ the pump never helped the patient¿s pain. On one testing, the pump was not delivering medication to the cerebral spinal fluid (csf). A dye study was not done due to inability to withdraw csf from the catheter aspiration port (cap). The indium dye study showed no medication to csf. The cause of the pump and catheter issues had not yet been determined. The patient was to have a trial and re-implant if the trial was successful. The pump and catheter issue had not been resolved due to trial and pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.